Event description:
Event: patient had an episode of not being able to get up off bathroom floor. Taken by ambulance to hospital. No clear diagnosis. He previously had an episode of passing out. Brought to local hospital by ambulance. This was immediately following a blue light treatment to his scalp at the dermatologist's. Had a flu shot the day before. Patient mentions he continues to have balance problems.